Event description:
Pt contacted dexcom technical support (B)(6) 2012 to report that she had suffered a hypoglycemic episode and that medical intervention was called at 8:00 am on (B)(6) 2012. Pt believes that her cgm alarms weren't turned on and it may be why her cgm did not alert her of her hypoglycemia. At the time of her call to dexcom technical support, pt reports that she was feeling better but that her glucose levels remained at 465-469 mg/dl.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.